Manufacturer narrative:
This report is submitted on august 18, 2020.

Event description:
Per the clinic, the patient experienced discomfort and developed an abscess at the implant site. The patient was treated with oral antibiotics (specific date and duration not reported), and was placed under a general anaesthetic in order to excise skin at the implant site (specific date not reported).